Event description:
It was reported that during a fascia closure for a procedure, on the first half of usage the device fired fine. On the second half the staples were feeding incorrectly. The staples were not forming. This occurred with three devices. A new device was used to complete the case. There was no adverse patient impact reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.